Event description:
Pt's ltv950 ventilator failed at facility. Pt was discovered "blue", was removed from the ventilator, manually resuscitated on oxygen. Pt perked up immediately with spo2 91% increased to 98%. At the time of this incident pt was in the main room asleep in wheelchair with the ventilator on and powered by external battery. Ventilator was returned to pulmonetics for diagnostic testing on 8/27 to determine why it shut down in response to low external battery power instead of switching to internal battery.